Manufacturer narrative:
Analysis received the unit with button error alarm due to corroded keypad traces. The electronic assembly was found corroded during testing.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 126 mg/dl at the time of incident. She stated the screen went blank after being exposed to moisture. She stated there are cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.